Event description:
It was reported that a malfunction alarm occurred. The customer was unable to reset the pump as the malfunction alarm recurred. The customer reverted to manual injections for insulin therapy. There was no adverse impact to the customer¿s blood glucose level.